Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) pacing lead impedance measurement for competitor's right ventricular (rv) lead which was detected via the patient¿s remote monitoring system. There was no further additional information available from the field at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that this ICD continuously exhibited low out-of-range pacing lead impedance measurement for the competitor's rv lead that was detected via the patient¿s remote monitoring system. It was determined that this impedance varies from normal to out-of-range. The patient would continue to be monitored. The device remains in service. No adverse patient effects were reported.